Manufacturer narrative:
(B)(4). The customer returned one opened pouch with at least six partial dermahooks. The lot number identified on the package was 01a1400071. The returned samples were visually examined in order to verify the issue reported. Visual examination did show that three elastic bands were broken; the customer returned three dermahooks that appear to be intact. The hook is connected to the thermoplastic elastometric (tpe) band via the blue suture thread on intact samples. The blue suture still holds the hook to the band. The batch of the product returned on the label indicates manufacturing date from january/2014 and the expiration date for this is batch was may/2015; the event date reported on the complaint was (B)(6) 2015; therefore it appears that the product was used after expiration date stated on the labeling of the product (reference files including photos from the investigation). Sample received did confirm the issue reported by customer. During visual inspection it was observed "elastics broken" on returned samples, complaint sample evaluation revealed that the product expiration date was may/2015 and the event date is reported on complaint on (B)(6) 2015 and according to this information indicates that the product was... Other remarks: used out of the useful life of the product; therefore a corrective action for the defect observed "elastics broken" cannot be established due to the fact that the event and use of the product was beyond useful life. We will continue to monitor and trend relating complaints.

Event description:
Alleged event: the elastics on dermahooks are broken and this is noticed when the package is opened. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the elastics on dermahooks are broken and this is noticed when the package is opened. There was no patient involvement.

Manufacturer narrative:
(B)(4). Per DHR the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot # 01a1400071 was manufactured on 01/07/2014 a total of (B)(4) pieces. Lot was released on 01/14/2014. DHR investigation did not show issues related to complaint.

Event description:
Alleged event: the elastics on dermahooks are broken and this is noticed when the package is opened. There was no patient involvement.